Event description:
It was reported that the patient expired, and the cause of death was listed as sepsis. No further information could be obtained through follow-up investigation related to the source of the sepsis infection.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.